Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during replacement surgery, the 8-15 lead had 40 ,000+ impedances on every contact when plugged into the new battery. Intra-op testing got great coverage using only 0-7 lead. The hcp agreed to leave the leads as is. It was stated possible falls led to the issue. Several attempts made re-inserting the lead into the ins. Multiple impedance tests were ran with no changes observed. No further complications were reported.